Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline and an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that an inflammatory mass was already diagnosed. The hcp tried to do a dye study and x-rays discovered that there was a granuloma at the tip of the catheter. They tried and couldn't aspirate, then tried to inject some dye and the patient "just about jumped off the table". There were no symptoms mentioned. The inflammatory mass treated by removing drug from the pump and infused preservative free normal saline (pfns). The pump was programmed to stop pump mode and the pump was alarming. The pump had a tube set error; it was reviewed how to silence an active alarm. It was reported that the pump had already reached elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.